Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 6 screws were implanted at l4, l5 and s1. Postop, the patient's pain level increased and the patient also experienced tenderness, muscle spasms and physical impairment. (B)(6) 2010, it was discovered that the right screw at s1 was broken (B)(6) 2010, it was discovered that the left screw at s1 was broken

Event description:
It was reported in the patient's medical records that the patient with a history of back pain/injury underwent posterior spinal fusion instrumented at l4, l5, s1 to treat stenosis at l4-5 and spondylolisthesis at l5-s1 with spondylosis. X-rays taken on (B)(6) 2010 revealed the right s1 pedicle screw broken. X-rays taken (B)(6) 2010 revealed the left pedicle screw broken. Patient underwent additional surgery on (B)(6) 2010 to remove and replace posterior hardware.